Event description:
It was reported that inhibited pacing was observed on egm. The lead will be monitored until the next follow up and possibly the lead will be revised. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.